Event description:
It was reported that heparin infusions were adjusted in error to an inappropriate rate. The heparin infusions (25,000 units/250 ml) were intended to infuse at a dose of 18 units/kg/hour for an 80kg patient (example provided by customer), which was equivalent to 14.4 ml/hour. Later, the dose would have been adjusted down by 2 units/kg/hour, however it was inadvertently changed from 14.4 ml/hour to 12.4 ml/hour. There was no information on patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that heparin infusions were adjusted in error to an inappropriate rate. The heparin infusions (25,000 units/250 ml) were intended to infuse at a dose of 18 units/kg/hour for an 80kg patient (example provided by customer), which was equivalent to 14.4 ml/hour. Later, the dose would have been adjusted down by 2 units/kg/hour, however it was inadvertently changed from 14.4 ml/hour to 12.4 ml/hour. There was no information on patient harm.

Manufacturer narrative:
Additional information : imdrf annex a & g codes.